Event description:
Ivc filter placement. The patient came back symptomatic with blood in urine. A CT was done and the broken celect filter pieces were seen in the kidneys and lung. The physician plans on attempting to remove the filter pieces, but this has not yet been done. The patient had the following adverse effects; pain in back and blood in urine.

Manufacturer narrative:
(B)(4). According to images one primary leg and one secondary leg had fractured - one was placed in the lung and one in the kidney. It appeared from the images that the filter had caudally migrated approximately 1 vertebra and if filter leg(s) is/are caught in a sidebranch during filter migration, it may cause stress to the leg(s) and result in a fracture. Monitoring of similar reports will continue.